Event description:
A purchasing agent reported an intraocular lens (iol) was exchanged due to a myopic surprise. The replacement lens was a monofocal lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by fax and mail. A completed questionnaire has not been received. (B)(4).